Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Engineering noted that the inner tube of the device was cut. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition may occur when the device makes contact with a sharp object. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a sleeve gastrectomy procedure at the end of the case, the surgeon tried removing the gastrisail product and was unable to remove it due to the fact that the sail had been incorporated into the staple line. Anesthesia followed protocol by ensuring that the sail had been retracted enough to see the black line before the surgeon began to staple. The surgeon had to re-dock the robot and open up the staple line to remove the portion of the stomach that had been stapled to the sail. He then over sowed the remaining staple line. There was tissue loss and damage as a result of this problem. There was a temporary injury noted on the case and the procedure was extended by over 90 minutes. Patient status: alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.